Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pfs and medical records received. Patient was revised on (B)(6) 2010 for dislocation and subluxation. A liner is being reported for dislocation, but the head is not a depuy product. Subluxation is not a reportable event.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
Pfs and medical records received. Patient was revised on (B)(6) 2010 for dislocation and subluxation. A liner is being reported for dislocation, but the head is not a depuy product. Subluxation is not a reportable event. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. Additionally, research using the as400 system indicates that several pieces from the reported lot have been delivered, and, as no additional reports have been received, can be reasonably assumed implanted without issue. It should be noted, it has been reported the depuy device was used in conjunction with a competitors femoral system. This use of a depuy device is not recommended and is considered off label use. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
(B)(4).

Event description:
After review of medical records for the MDR reportability, patient was revised to address recurrent dislocation, status post revision for infection. It was also stated that the head was also removed, however it will not be added since it is a competitor. Updated manufacture date and added expiration date. Doi: (B)(6) 2009- dor: (B)(6) 2010 (right hip).